Event description:
As reported by field clinical specialist, six years post implant of a 20mm sapien3 valve, the patient was treated with a viv due to stenosis and aortic insufficiency which had progress over time. Physician stated that patient has been followed yearly and the echo showed increase gradient year over year and was not seen this past year due to covid. When the patient was seen, the mean gradient was 30mmhg and peak gradient was above 60mmhg. The 20mm tavr valve was successful treated with another 20mm sapien3 ultra without any complications and patient was sent to recovery.

Manufacturer narrative:
Investigation ongoing. Valve remains implanted.

Event description:
As reported by field clinical specialist, six years post implant, the patient was treated for failing 20mm sapien3 due to stenosis and central aortic insufficiency which had progress over time. Physician stated that patient has been followed yearly and the echo showed increase gradient year over year and was not seen this past year due to covid. When the patient was seen, the mean gradient was 30mmhg and peak gradient was above 60mmhg. The ''failing'' 20mm tavr valve was successful treated with another 20mm sapien3 ultra without any complications and patient was sent to recovery. Per medical record review, the patient was admitted to the hospital with complaints of worsening dyspnea on exertion and mild exertional chest discomfort, in acute on chronic exacerbation of diastolic/valvular congestive heart failure. Per 2d echo, there was severe prosthetic aortic stenosis and moderate aortic regurgitation. Per CT, valve leaflets appear to be thickened.

Manufacturer narrative:
Medical records received and reviewed. B.5, g3, h2, and h10 is updated per additional information.

Manufacturer narrative:
As no device was returned, no visual inspection function testing, or dimensional testing could be performed. No imagery was returned. Commander delivery system with s3 thv IFU was reviewed for instructions relating to the complaint event. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for degeneration was confirmed by medical records. A manufacturing non-conformance was unable to be determined. A review of the IFU and training manuals revealed no deficiencies. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Based on the limited information provided, the root cause for the valve degeneration approximately 6 years post valve implant could not be determined, but may be related to the patient's co-morbidities (hyperlipidemia and htn) and/or progression of the pre-existing valvular disease process. Since no product non-conformance were identified, a product risk assessment (pra) escalation is not required. Since no manufacturing non-conformances or IFU/training deficiencies were identified, corrective/preventative action is not required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.